Manufacturer narrative:
No product returned. Because no product returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the customer was running a chemotherapy secondary infusion that emptied and primary bag filled up and bag broke. Event occurred in late (B)(6) or early (B)(6). There was no harm.